Event description:
The facility representative reported failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The device was serviced on site at the customer's location. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary:the condition of fail code 570 was confirmed on site at the customer location. This fail code was caused by depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under mdq-CAPA. Service of the device was conducted on-site.